Event description:
It was reported that noise was observed prior to lead revision. During lead revision. The physician opted to replace the system due to patient anatomy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field reported event of noise anomaly was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and our automated testing equipment. The device functions were normal and no anomalies were noted. The cause of the noise remains undetermined.